Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was 85mg/dl at the time of the incident. Customer stated the battery had to be changed 3 times since the day before. Customer was assisted with troubleshooting. Notification light stopped flashing immediately. Recommended customer refer to back up plan per hcp instructions. The device will be returned for analysis.

Manufacturer narrative:
Replace battery alarm, power loss alarm and pump error 25 alarms confirm in long trace download analysis. The power management tool confirmed power error 25, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No failed battery test alarm noted during testing or in download history. Unit received with minor scratched lcd window, cracked retainer and scratched case.